Manufacturer narrative:
(B)(4). Batch # m90h9c. The device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. In addition, the device was received with a petri box with a small piece of matter. Upon inspection under magnification, it is look like that the matter returned inside the petri box is not relate with the tissue pad as was reported by the costumer. The device was connected to a test handpiece and tested on a gen04. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, fragments fell inside the patient from the distal end of the tissue pad. The fragments were retrieved from the patient with a tweezers. No pieces were left inside the patient. The tissue pad did not melt. Another device was used to complete the case. There were no adverse consequences to the patient.